Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation and deformation due to compressive stress was confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly tortuous lesion in the left anterior descending (lad) artery. A 190cm ht balanced middle weight (bmw) universal ii guide wire (gw) was attempted to be advanced several times; however, it was unable to cross the lesion due to the patient anatomy and the wire became kinked. The guide wire was being withdrawn from the anatomy when it was noted as separated. The separated wire was able to be removed with the guiding catheter as one unit. A non-abbott guide wire was then used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.